Manufacturer narrative:
Philips service reloaded software on flex-viewing pc and suite pc, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that host pc repeatedly rebooting due to corrupted software on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.